Manufacturer narrative:
The device has been returned for analysis. This event will be updated and resubmitted upon completion of analysis.

Event description:
Boston scientific crm received information that this pacemaker had reached end of life (eol) battery status. It was reported, the device did not display the elective replacement time indicator before reaching eol. The device was explanted and replaced. No adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. Review of device memory noted the device had recorded an ert timestamp on (B)(6) 2010. The device was then subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly or premature battery depletion.